Event description:
The patient contacted animas on (B)(6) 2013 reporting a hospitalization for hyperglycemia related to bent cannula and the pump not alarming to alert the user of the issue. The patient reported that at 10:24 am blood glucose was 445 mg/dl and the site was removed and the cannula was bent. The patient reportedly changed the site and blood glucose levels at 1:04 pm was up to 494 mg/dl and the cannula was again found to be bent. The patient reportedly checked the blood glucose at 1:41 pm and was up to 520 mg/dl with nausea, vomiting, and feeling really bad. The patient was reportedly transported via ambulance to the hospital; the patient reported that on the way to the hospital, the site fell out and the site was found to be bent for the third time. The patient reported that with the 3 bent cannulas, the pump did not alarm for an occlusion. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with the pump not alarming to alert the user of an occlusion.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: there were no occlusions observed in pump histories; force readings in black box appear normal. Daily insulin delivery totals correctly reflect programmed basal rates. No data in pump histories from time of reported hospitalization due to continued use. The pump passed delivery accuracy testing and found to be delivering within required specifications. The force sensor calibration test confirmed sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no occlusions occurring. An occlusion was induced; pump gave appropriate "occlusion detected" alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.